Manufacturer narrative:
(B)(4). Device evaluation: this device was returned to baxter for evaluation. A visual inspection and functional tests were performed. Device evaluation confirmed the reported condition of a depleted battery set alarm. The root cause was determined to be main battery voltage dropping below 10.8 volts. The main batteries and battery harness were replaced to repair the reported condition. This device is a remediated colleague pump with a user interface module software version of 6.13.92. A follow up report will be submitted if additional information becomes available.

Manufacturer narrative:
(B)(4). The device has been received by baxter, and the evaluation has not yet been completed. A follow-up MDR will be submitted upon completion of the evaluation or if any additional information is received.

Manufacturer narrative:
(B)(4).corrected information: the date in the initial submission should read "(B)(4) 2011"

Manufacturer narrative:
(B)(4), a service history review revealed that this device was previously serviced for the reported condition. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause investigation is in progress through mdq-CAPA-(B)(4).

Event description:
During a review of the pump's event history by baxter (B)(6) personnel, a colleague infusion pump was found to have experienced a battery depleted set alarm, interrupting delivery. There was no patient involvement. This user interface module software version of this device is unknown. No additional information is available.